Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose was 435 mg/dl. The customer's spouse stated that the sensor readings had been inaccurate with a sensor reading of 130 mg/dl. She stated that the customer treated using the insulin pump and declined to troubleshoot for high blood glucose. The customer's most recent blood glucose was 452 mg/dl. The customer was advised to replace the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.